Manufacturer narrative:
Concomitant medical products: 4968-60 lead implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible far field r-wave (ffrw) oversensing was noted on the right atrial (ra) channel. The lead was capped and replaced. No patient complications have been reported as a result of this event.